Event description:
The hcp reported the pt had been experiencing "tone and tightness in clinic visits from 6/2003". A hole was discovered in the catheter connector. It was removed and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.